Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope nozzle was clogged with foreign material. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The foreign material found in the nozzle was not identified. Based on the results of the investigation, the foreign material remained in the nozzle due to improper reprocessing caused by leakage from switch 2 button rubber. However, olympus could not identify a definitive root cause of the event. The suggested event is detectable/preventable by handling the device in accordance with the IFU. IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.